Event description:
It was reported that when the non pacer-dependent patient presented for post-op check-up non-sustained lead noise episodes were noted. Loss of capture and high impedance were noted a few days later via remote monitoring. It was determined that the lead had dislodged and it was successfully repositioned. The patient condition was good after the event.